Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noisy signals from a procedure. Seven shocks were delivered as the magnet came off during a surgical procedure. Due to the limited information received, further follow-up to obtain related details was not possible.